Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and buttons were unresponsive. The customer blood glucose level was 172 mg/dl and yesterday it was 55 mg/dl. It was also reported that numbers were not ramped on their own and scroll bar was not moving with no input. It also stated that they used up arrow and down arrow allows them to navigate screens and back sticker was worn off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.